Manufacturer narrative:
Describe event or problem: updated to reflect the information received on 2017-dec-05. (B)(4) added to reflect the information received on 2017-dec-05. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-dec-05. It was confirmed that no symptoms had occurred related to the patient's almost empty pump and hospitalization. According to the patient, they had no doctor to fill the pump which led to the patient's almost empty pump and hospitalization. The patient did not know their pump serial number at the time of the event. The patient also confirmed that they were not currently hearing alarms nor had they missed any refills. The patient reported again that the neurologist who previously filled their pump was retiring and the hcp taking over would not take the patient on. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient ended up in the hospital for 3 weeks because his pump almost went dry on him. The event reportedly occurred "several years ago." It was confirmed that the patient was refilled and the situation was resolved. The patient requested healthcare provider listings as his current hcp was leaving the practice and the patient didn't want to end up in the same situation as last time. No further complications were reported or anticipated.